Event description:
The customer reported that the ventilator would not boot up after alarm occurred (e/c 1124 - battery failed). The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.